Event description:
It was reported that a malfunction occurred on a pump, with the customer noting high temperatures at work prior to the event. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer reset the pump independently, and there was no fault ID available. The customer intends to call back if the issue reoccurs.